Event description:
Clinical Narrative:Impella CP was inserted via right femoral arterial access site in a 66-year old male patient for acute myocardial infarction and cardiogenic shock indication. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was SCAI (Society for Cardiovascular Angiography and Interventions) Shock Stage E.During support, bleeding was noted from the Impella access site as well as from the nostril, mouth, and venous sheath. Manual compression was applied, resulting in improvement of the bleeding; however, care was subsequently withdrawn, and the patient expired.The patient expired following significant bleeding complications in the setting of high ACT and multiple bleeding sources. The death is being reported to the Impella CP but is most likely contributed to the patient¿s poor prognosis despite support and the withdraw of care. The Impella device cannot conclusively be ruled out.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.